Manufacturer narrative:
Indication and outcome of late open conversion after abdominal endovascular aortic repair becker, daniel et al. Annals of vascular surgery, volume 106, 196 - 204 doi: 10.1016/j.avsg.2024.02.028 a2: mean age a3: mean gender date of publish used for incident date in section b;3 d6a: exact date of implant unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding: indication and outcome of late open conversion after abdominal endovascular aortic repair. The time frame of this study was over 16 years. Multiple manufacturer¿s devices were used in the study population. The following medtronic devices were used: medtronic endurant, medtronic talent. Among patient adverse events included: endoleak type ia, ib, iii,IV endoleaks, graft migration. Its unknown if the adverse events were associated with the medtronic devices. No further information was provided pertaining to medtronic products.